Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and an obturator sling was implanted. The patient experienced pain, erosion of her internal tissues, the patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence and rectocele. It was reported that the patient had a concurrent procedure of bard avaulta mesh implant performed during mesh implantation. It was reported that patient underwent a mesh revision on (B)(6) 2010. On (B)(6) 2011 an attempt was made to repair the mesh.

Manufacturer narrative:
Date sent to FDA: 11/03/2016.

Manufacturer narrative:
It was reported that patient underwent excision of vaginal portion of mesh on (B)(6) 2015 by (B)(6) at (B)(6) health clinic.